Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The lead associated with this adverse outcome was returned from an unknown source greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant products: product ID e2sr01 implanted: (B)(6) 2006. (B)(4).

Event description:
The lead was returned to the manufacturer after removal postmortem from an unknown source, was analyzed and tested out of specification.